Event description:
It was reported that the bd nexiva single port 20ga 1.25in (1.1 mm x 32 mm) experienced safety mechanism/needle disengagement (removal) difficult during use. The following information was provided by the initial reporter: material no.: 383517 batch no.: 9135961 complaint 1 of 2 per email: I have another device that I received again today that is mechanically dragging. I also spoke to the manager of the user facility who states that they are experiencing mechanical dragging of the nexiva devices also. Both of these areas are high utilizers of IV catheters being ambulatory surgery units.

Manufacturer narrative:
No samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Occupation: outpatient services and post anesthesia care units. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva single port 20ga 1.25in (1.1 mm x 32 mm) experienced safety mechanism/needle disengagement (removal) difficult during use. The following information was provided by the initial reporter: material no.: 383517, batch no.: 9135961. Complaint 1 of 2. Per email: I have another device that I received again today that is mechanically dragging. I also spoke to the manager of the user facility who states that they are experiencing mechanical dragging of the nexiva devices also. Both of these areas are high utilizers of IV catheters being ambulatory surgery units.